Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. This is pending repair details. Patient information and event date were requested, but no response received.

Event description:
The customer reported the ventilator alarmed battery failed occurrence. It is unknown if the unit was in use on patient, but the customer reported that there was no patient harm.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found.